Event description:
Baxter germany reported a broken twist clamp on a transfer set. The pt was given antibiotics as a precaution. No injury or medical intervention was reported.

Manufacturer narrative:
Results indicate confirmation of the reported event of broken twist clamp. This was due to broken occluder feet/legs. The root cause was undetermined. A batch review was performed and no issues were noted. Renal product surveillance, quality engineering and plant mfg will continue to monitor this product line for trends, and take corrective / preventive action as appropriate.